Manufacturer narrative:
Additional products: heartware ventricular assist system ¿battery. Model #: 1650 / catalog #: 1650 / expiration date: 30-nov-2023/serial#:(B)(4). UDI #: (B)(4). No. No, device evaluation anticipated, but not yet begun. Mfg date: 03-nov-2021. No patient ime code(s): e2403. Imf code(s): f26 img code(s): g02002. FDA device code(s): a04. FDA method code(s): b21 FDA results code(s): c21. FDA conclusion code(s): d16 additional products: heartware ventricular assist system ¿battery. Model #: 1650/ catalog #: 1650/ expiration date: 30-nov-2022/serial #:(B)(4). UDI #: (B)(4). No no, device evaluation anticipated, but not yet begun. Mfg date:03-nov-2021. No. Patient ime code(s): e2403. Imf code(s): f26. Img code(s): g02002. FDA device code(s): a04, a0705. FDA method code(s): b21. FDA results code(s): c21. FDA conclusion code(s): d16 additional products: heartware ventricular assist system ¿battery. Model #: 1650 / catalog #: 1650 / expiration date: 30-nov-2022/serial #: (B)(4). UDI #: (B)(4). No no, device evaluation anticipated, but not yet begun. Mfg date: 03-nov-2021. No patient ime code(s): e2403. Imf code(s):f26. Img code(s): g02002. FDA device code(s): a0705. FDA method code(s): b21. FDA results code(s): c21.FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two batteries exhibited suspected electrical faults, with one of the batteries associated with several unexpected losses of power to the controller. Logfiles review revealed that a power disconnect alarm occurred on one of the batteries. It was noted that the third battery did not charge when plugged in. The controller remains in use and the batteries will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: one (1) controller (B)(6) was not returned for evaluation. Three (3) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) and (B)(6) revealed that the batteries passed visual inspection and functional testing. The batteries were able to charge on a test battery charger and provide power to a test controller. Internal inspection of the batteries did not reveal any anomalies. As a result, the reported batteries damaged event involving (B)(6) and (B)(6) was not confirmed. Failure analysis of (B)(6) revealed that the battery passed visual inspection. Functional testing revealed that the battery was unable to charge or provide power due to an enabled zero-volt charge (zvchg) field-effect transistor (fet). The gas gauge is not programmed to use the zvchg fet, which indicates that the battery unintentionally enabled the fet. The zvchg fet disables the charge and discharge fets, rendering the battery inoperable. Internal inspection of the battery did not reveal any anomalies. The reported battery not charging event was confirmed. Log file analysis revealed one (1) controller power up event with an associated pump start event logged on (B)(6) 2023 at 07:25:06, indicating a loss of power to the controller. The data point prior to the loss of power revealed that (B)(6) was connected to power port 1 with 75% relative state of charge (rsoc) and (B)(6) was connected to power port 2 with 23% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port 1 and (B)(6) was connected to power port 2. No anomalies were recorded leading up to the loss of power. The controller was without power for eleven (11) seconds. Log file analysis also revealed two (2) controller power up events with associated pump start events logged on (B)(6) 2023 at 00:59:32 and 01:00:05, indicating losses of power to the controller. The data point prior to the losses of power revealed that (B)(6) was connected to power port 1 with 74% relative state of charge (rsoc) and (B)(6) was connected to power port 2 with 23% rsoc. The data point recorded after the losses of power revealed that (B)(6) was connected to power port 1 and (B)(6) was connected to power port 2. No an omalies were recorded leading up to the losses of power. The controller was without power for nine (9) seconds and twenty-eight (28) seconds, respectively. Review of the log files did reveal any alarms involving the batteries within the analyzed period. As a result, the reported power disconnect alarm event was not confirmed. The reported loss of power event was confirmed. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the observed inability to provide power or charge event involving (B)(6) has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. (B)(6) is in scope of fa1265, which was initiated for batteries with electrical faults. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: battery (B)(6) d9: yes, return date: 10-apr-2023 h3: yes dev rtn to MFR? Yes battery: (B)(6) d9: yes, return date: 10-apr-2023 h3: yes dev rtn to MFR? Yes battery: (B)(6) d9: yes, return date: 10-apr-2023 h3: yes dev rtn to MFR? Yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.